Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. Further information was requested but not received. The reported event of the lead no longer worked was confirmed. As received, the octrode lead had all its internal wires broken. The cause of the event remains unknown.

Manufacturer narrative:
E1 initial reporter phone number-(B)(6). Date of event is estimated.

Event description:
It was reported that patients lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein lead was explanted and replaced to address the issue.